Event description:
It was reported patient underwent a reverse total shoulder arthroplasty on an unknown date. Subsequently, patient was revised to a hemiarthroplasty on (B)(6) 2013, due to dislocation resulting from deficient soft tissue envelope. A comprehensive reverse shoulder system and total instrumentation was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.